Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis multifocal intraocular lens (model zlb00 +16.5 diopter) was explanted in secondary surgical procedure from patient¿s left eye because of patient experiencing dizziness due to mix match intraocular lens. A sensar monofocal intraocular lens (model ar40e +15.5 diopter) was used as the replacement. Later the sensar monofocal intraocular lens (model ar40e +15.5 diopter) was also explanted in secondary surgical procedure because of the same reason, patient experiencing dizziness. A model zxr00 +16.5 diopter lens was used as the replacement lens for the patient. Patient's pre-op vision was 0.5. Post-op vision with the tecnis, zlb00 lens was 0.8. No further information provided. This report will capture information for first explant (model zlb00 +16.5 diopter). A separate report is being sent for second explant (model ar40e +15.5 diopter).